Event description:
The customer stated there were no audible tones on the insulin pump. Troubleshooting was performed and the insulin pump did not beep. The customer stated that she dropped the insulin pump, but she did not expose it to any moisture. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.